Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-03943 and 3005099803-2016-03942 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two wallflex enteral colonic stents were to be placed in the large intestine during a lower gastrointestinal stent placement procedure performed on (B)(6) 2016. Reportedly, the stent was being implanted as palliative care due to the patient¿s cancer of the large intestine. According to the complainant, during the procedure, the first wallflex enteral colonic stent (the subject of MFR report # 3005099803-2016-03943) unintentionally deployed at an incorrect location (distally to oral side). The first stent was left implanted and the physician attempted to use a second wallflex enteral colonic stent (the subject of MFR report # 3005099803-2016-03942). The physician began deploying the second wallflex enteral colonic stent, but when the stent was halfway released it inadvertently fully deployed. The physician also left this stent implanted and then placed an ileus tube to complete the procedure.